Event description:
It was reported that ¿several revisions, cord failure, thrombosis and incorrect shocks" occurred. "No actual events since implant" was also noted. No additional information is available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).